Manufacturer narrative:
(B)(4). The complaint was re-evaluated and determined to be a malfunction. The lot number of this instrument was included in the voluntary recall issued on 05/05/2004. Although the instrument has not been returned for investigation; the reported condition is similar to those devices that had the torsion spring out of position. The voluntary recall was in response to a condition in which the device may clamp and fire without the staples being formed into tissue.

Event description:
Reportedly, the stapler did not fire staples. No injury. Procedure: colectomy. Pt sex: unk.